Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out using the part number provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. It was reported that the dressing did not absorb exudate although it was sealed sufficiently and the leak indicator light was not illuminated. No samples were returned for evaluation. It was not possible to confirm the failure mode from images provide. A clinical assessment was carried out. It was concluded: ¿the provided photos were reviewed, but do not aid in the medical investigation. No other medical/ clinical documentation was provided. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event additional medical/ clinical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time.¿ a risk management review was carried out. The risk files for this product states that if the user does not position the absorbent section of the dressing correctly over the wound side, exudate will build up under the dressing and not be absorbed which could lead to maceration or local infection. No further actions are deemed necessary. As stated in the IFU for this product, ¿the pico 7 dual dressing kit is intended to be used for up to 7 days on low to moderately exuding wounds.¿ if the product is used on highly exuding wounds the reported issue may occur. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the pico dressing did not absorb the exudate despite being perfectly sealed and without leakage alarms. The dressing was not saturated but the exudate accumulated between the skin and the silicone interface expanding laterally without being absorbed. This resulted in skin maceration, increasing the risk of dehiscence and infection. In this case, this episode led to the client having to use 1 more week of pico because the borders became luscious and with less consistent scarring than usual.